Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The event date is an approximation. Per the email received from the patient on (B)(6) 2025, the patient reported that on or around (B)(6) 2025, the sensor she was wearing did not detect a hypoglycemic episode, resulting in her fainting and requiring emergency medical attention. While in the emergency room, she applied a new sensor but reported that two sensors failed during this time. Additionally, she noted a significant discrepancy between the glucose readings from the emergency room and those from her sensor. No further details were provided in the email, and multiple attempts to contact the reporter have been unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.